Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Don't know. What vessel or structure was the device fired on at the time of the event? Duct. Was the clip fully advanced into the jaws prior to firing? Don't know. Was there any torquing or twisting of the device present at the time of firing? Don't know, but possible. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Don't know.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was scissoring of clips. There were no patient consequences. Unknown how case was completed.